Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stop turning on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the motor fail pca burned, lower box, blower, iso port, outlet seal, heater plate, center enclosure, top enclosure contaminated, scratched display. The customer complaint was reproduced. There was two error has been identified. The device was scrapped.